Manufacturer narrative:
Biomérieux conducted an internal investigation: the isolate was tested seven (7) times by the customer. Three (3) single choice identifications were obtained: one (1) time to virgibacillus pantothenticus and two (2) times to salmonella typhi. This is most probably three (3) misidentifications even if the expected result is unknown; additional testing performed allowed rejection of a salmonella species. The other spots gave low discrimination results but between various organisms not from the same genus. When reprocessing the customer's spectra with vitek® ms knowledge bases v3.1 and v3.2, results are improved since the three (3) single choice identifications are changed into "noid". No additional ecal mzml files can be retrieved to analyze the fine tuning status or the spot preparation quality when the misidentifications were obtained. Moreover, no repeat test was performed on the isolate after fine tuning so it is not possible to determine the root cause of the misidentifications. The last fine tuning of the system was done only seven (7) days before the issue and was conform. It is normal to expect a decrease of the system performance over time, indeed the number of peaks detected decrease due to linear detector being less sensitive due to the system use. However, it is unusual to have a system that requires a new fine tuning after seven (7) days of use. Low number of peaks for ecal spectra can also be obtained if the spot preparation is not optimal. This is suspected in this case.

Event description:
A customer from belgium reported to biomérieux a misidentification of salmonella typhi for a drinking water sample in association with vitek® ms (UDI #(B)(4)). The customer tested a drinking water sample (copan swab with buffer from a water tower) to check for pathogens. The sample was cultured and incubated in various conditions and tested. The test results were: vitek® ms : low discrimination with the possibility of salmonella typhi ; low discrimination with salmonella typhi and green s typhi 85.3%; low discrimination with possibility of salmonella typhi and green result s typhi 99.9%. The other tests showed that it was not a salmonella: api: aeromonas salmonicida; agglutination oxoid: negative; rapid salmonella chromogenic agar: negative; pcr salmonella: negative. There was no patient involvement as testing was for industry application. A biomérieux internal investigation will be initiated.